Event description:
It was reported that the patient received multiple inappropriate therapies for atrial fibrillation. The device was found in bvvi reset mode due to the battery becoming temporarily exhausted as a result of multiple high voltage charges. The issue was resolved and the device remains implanted. The patients condtion was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.